Event description:
The reporter stated the surgeon inserted a competitor's lens but the haptic was torn by the injector and cartridge. The lens was removed with no patient injury and another same type lens was implanted. The patient's current prognosis is good. The reporter stated it was the opinion of the surgeon that the cause of the lens damage was due to the injector and cartridge.

Manufacturer narrative:
Method: cartridge lot number search; injector lot number search. Results: a cartridge lot number search was performed and four similar complaints were found. An injector lot number search was performed and fifteen similar complaints were found.